Event description:
In 2008, a patient underwent pci. The puncture site was closed with an angio-seal vascular closure device. Sometime later the patient's leg was amputed for reasons unknown. The physician does not allege the event was caused by the angio-seal device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.